Manufacturer narrative:
(B)(4). A vps g4 system (B)(4) was returned for evaluation. All returned items were in useable condition. A visual evaluation of the exterior and interior of the console did not provide any evidence of an event resulting in the creation of a "burning smell". Functional testing did not identify any overheating issues which would have created a burning smell. A faint "electronics" smell was detected around the rear usb ports while the unit was operating. After charging overnight there was no evidence of any overheating issues which would have created a burning smell. The unit was operated for over four (4) hours until the battery charge was exhausted. At no time was there any noticeable burning smell, and no indication of any electronic component failures. No problem was found on the sample. A device history record review was performed and did not reveal any manufacturing related issues. The report there was a smell of something burning in the g4 was not confirmed by evaluation of the returned vps g4 console. A visual evaluation of the exterior and interior of the console did not provide any evidence of an event resulting in the creation of a "burning smell". Functional testing did not identify any overheating issues which would have created a burning smell. A faint "electronics" smell was detected around the rear usb ports while the unit was operating. After charging overnight there was no evidence of any overheating issues which would have created a burning smell. The unit was operated for over four (4) hours until the battery charge was exhausted. At no time was there any noticeable burning smell, and no indication of any electronic component failures. No problem was found on the sample.

Event description:
The customer reports: prior to a procedure they turned on their g4 and smelled something burning. They confirmed it was coming from the g4 device and instantly shut it down. Additional information indicates the burning smell came after having the machine on all day.